Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump case was removed and no internal moisture damage was found. The bb shows evidence of motor errors cs 064 on (B)(6) 2015, pump was exercised for 24 hours and no cs 064 alarm/errors were duplicated, motor is operating normal and no motor issues were observed, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.